Manufacturer narrative:
Complaint investigation completed as part of this report.

Event description:
It was reported that prior to a transcarotid artery revascularization (tcar) procedure, the physician identified a clamp injury on a cta from a previous procedure. During tcar procedure, while crossing the lesion, the enroute 014 guidewire caused a dissection. The physician believes that the dissection was caused by the challenging anatomy due to the clamp injury. The physician addressed the dissection with the planned stent and completed the procedure with no health consequences or impact to the patient.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that prior to a transcarotid artery revascularization (tcar) procedure, the physician identified a clamp injury on a cta from a previous procedure. During tcar procedure, while crossing the lesion, the enroute 014 guidewire caused a dissection. The physician believes that the dissection was caused by the challenging anatomy due to the clamp injury. The physician addressed the dissection with the planned stent and completed the procedure with no health consequences or impact to the patient.